Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as an incomplete plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a bilateral arteriotomy closure of the right and left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Two prostyle devices were successfully pre-placed in the right common femoral artery and one in the left common femoral artery. Reportedly, when retracting the plunger of the second prostyle device in the left common femoral artery there was no suture attached, a cuff miss occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 18f sheath and the evar procedure was completed. Hemostasis in both common femoral arteries was achieved with the successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.